Event description:
The patient was enrolled in the (B)(6) clinical study with the patient identifier of (B)(6). It was reported that in-stent stenosis of right distal superficial femoral artery (sfa) occurred requiring additional intervention. Medical history: a previous smoker with a medical history of diabetes mellitus type 2 (managed with diet, oral agent and insulin), hyperlipidemia, hypertension, coronary artery disease, cerebrovascular accidents (most recent date: (B)(6) 2013), peripheral endovascular interventions other than target vessel (non-target limb: treated with percutaneous transluminal angioplasty and stenting), claudication, and a right sided brain abscess on (B)(6) 2018. Clinical status assessment on (B)(6) 2016 identified the subject's qualifying conditions as rutherford category 3. Procedure summary: as part of the (B)(4) clinical study, the patient underwent treatment with the eluvia stent on (B)(6) 2016. The target lesion was located in right mid sfa with 80% stenosis and was 100 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of a 6x100 mm, 130cm eluviatm drug-eluting vascular stent system. Following post-dilatation, residual stenosis was 5 percent. On (B)(6) 2018, patient visited the hospital for study specific 24 month follow up visit. Doppler ultra sound was performed that revealed, greater than 75% (4-6 cm) in stent stenosis. Post stenotic turbulence was noted. On the same day, ankle brachial index was performed that revealed right lower extremity ankle brachial index of 0.87 and left lower extremity ankle brachial index of 0.60. On (B)(6) 2018, patient visited the hospital for the scheduled additional intervention. Aortogram was performed that revealed widely patent segments of previous stents. Angiography of the right lower extremity revealed severe in-stent restenosis at least 90 percent. The 90 percent in-stent restenosis noted was treated with 5 x 4 mustang balloon and with a non-bsc 5mm x 6 cm drug coated balloon with 0 percent residual stenosis.